Event description:
A peritoneal dialysis (pd) patient reported during dwell 4 of 5 that she found a leak from the cassette door. She discontinued treatment. She was advised to discontinue using the cycler and contact her pd nurse. The set was discarded. During follow up, the pt reported that her effluent has remained clear. She had contacted her pdrn and was prescribed prophylactic antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.